Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that 3.5 years post op, this female patient's right knee was revise due to wear. Recall poly swap per surgeon request.

Manufacturer narrative:
Section h10: h3: the revision reported may have been the result of a combination of third body wear and mechanical overload on the posterior edge of the tibial insert which likely led to wear of the polyethylene insert. Contributions from the overall posterior tibial slope and potential ligamentous imbalances may have allowed for the excessive posterior contact. However, this cannot be confirmed since the device was not available for evaluation. Additionally, the insert was packaged in a non-conforming vacuum bag for over five years, which may have contributed to the reported wear.